Event description:
Caller states that the device read 802mg/dl. This result was found in the device memory while troubleshooting. No treatment was based on this result. Customer states that he retested and obtained a result of 322mg/dl. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.